Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a stockert ep-shuttle radio frequency generator and unwanted pacing occurred. When ablating, pacing was allowed at the same time from the ablation catheter. Pacing was used to check for exit block. Intentional pacing was done however pacing did not stop when ablation was started. Ablation pins were plugged into ge block a and a micropace pacing stimulator was being used. The patient interface unit was replaced with no resolution. The cable was replaced and the issue resolved. The procedure was completed with no patient consequence. This event was reported under the cable which was the suspected device (MDR report# 2029046-2016-00217). However, additional information was received on (B)(6) 2016, that replacing the generator is what actually resolved the issue and not replacing the cable. Therefore this event is now being reported under the generator. Additional information was also received from the field service engineer who went to the hospital for this issue. Pacing was allowed with ablation on m1 and m2 which should not be possible, since the hardware is supposed to stop this from happening. The carto was replaced twice, all of the cables were replaced, the internal components in the patient interface unit were also replaced, and none of this resolved the issue. A new generator was ordered and set up. Once the new generator was used, the issue resolved. When the old generator was put back on it again caused the same issue. This event is MDR reportable because there is a risk to disorganization of the electrical signal that could mislead the physician as a result of the unwanted pacing. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is possible. The awareness date has been reset to (B)(6) 2016 when information was received that changing the generator is what resolved the issue.

Manufacturer narrative:
Additional information was received on november 17, 2016. The serial number for this device is (B)(4). The manufacture date for this serial # is may 17, 2016. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure with a stockert ep-shuttle radio frequency generator and unwanted pacing occurred. When ablating, pacing was allowed at the same time from the ablation catheter. Repair follow-up was performed and the device was not shipped for service. Service was declined. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be confirmed.